Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this pacemaker went from 4.5 years to 2.5 years remaining in a span of one year. Premature battery depletion (pbd) was suspected as there was no significant change in setting changes or pacing rate. A request was made to have data from this device analyzed. Data analysis confirmed the device was exhibiting pbd. Device replacement was recommended or reevaluation of battery in ninety days' time. Additional information was received indicating that the date of replacement was not yet scheduled. The patient will be checked again at the outpatient clinic in a couple of months. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the battery longevity of this pacemaker went from 4.5 years to 2.5 years remaining in a span of one year. Premature battery depletion (pbd) was suspected as there was no significant change in setting changes or pacing rate. A request was made to have data from this device analyzed. Data analysis confirmed the device was exhibiting pbd. Device replacement was recommended or reevaluation of battery in ninety days' time. Additional information was received indicating that the device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. Device diagnostics performed. Device shows gradual increase in power consumption. Power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. Coulomb count shows high current drain in the v230 supply. Supply to v230 also provides power to the v220 circuit.

Event description:
It was reported that the battery longevity of this pacemaker went from 4.5 years to 2.5 years remaining in a span of one year. Premature battery depletion (pbd) was suspected as there was no significant change in setting changes or pacing rate. A request was made to have data from this device analyzed. Data analysis confirmed the device was exhibiting pbd. Device replacement was recommended or reevaluation of battery in ninety days' time. Additional information was received indicating that the device was explanted and was returned. No additional adverse patient effects were reported.